Event description:
Additional information was received. Technical services (ts) was contacted regarding the fluctuating shock impedance measurements. Ts reviewed the data and confirmed the measurements have fluctuated between 100 -130 ohms which is not uncharacteristic for a single coil lead. In addition, pacing impedance measurements of the non-boston scientific lead have increased approximately five hundred ohms. A non-sustained ventricular tachycardia event was displayed. Appropriate sensing is noted and there is no noise or artifact noted. Ts recommended further monitoring this system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. The patient presented for a follow up visit after receiving an inappropriate shock due to conducted atrial fibrillation while excercising. The lead trend displayed increased shock impedance measurements since implant. It was thought this was due to the non-bsc single coil lead. Successful defibrillation threshold (dft) testing post implant had been performed. No changes are intended at this time.

Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a high out of range shock impedance measurement. This information was provided to the physician and this system is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
- -

Manufacturer narrative:
According to available information this system remains implanted and in service. Should additional information become available, this event will be updated.